Manufacturer narrative:
The suspected device was returned for evaluation. No discrepancies related to the complaint were found during visual inspection. The event history log was reviewed and there were no errors related to the customer complaint. A functional test was performed, and the reported issue was duplicated. The cause of the reported issue was due to defective air detector. The air detector was replaced to correct the issue. The service history review had no indication that the complaint was related to a service of the device within the review period. The device passed all functional testing after repair.

Event description:
It was reported that the pump had ¿air detector message¿ during testing. There was no patient involvement.